Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the unit was functioning, but the ecu (electronic control unit) was getting hotter than usual. During service/repair, it was observed that an unknown liquid was inside the unit and the internal components were corroded. It was determined that the bearings were corroded and the ecu was damaged (was hotter than usual). The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a set inspection process, it was discovered that the small battery drive device was not functioning when used together with the recon sagittal saw device. During in-house engineering evaluation, it was observed that the ecu (electronic control unit) was getting hotter than usual. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.